Event description:
It was reported that the touchscreen of this programmer stopped working. The programmer was restarted, and it worked normally for a while, then the programmer stopped working again. No adverse patient effects reported. Programmer was being returned.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.